Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in the report and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation results: summary - no photos or non-cytotoxic contaminated samples were received in the (B)(4) plant for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Conclusion - in this complaint, no material has been identified. No pictures or samples are available and the lot is unknown. Based on information on the grid, it is evaluated a possible leak between the injector and connector, due to a defect (breakage) on the connector. However, based on the information received, it no possible to perform a thorough investigation as no material/lot/picture/sample are available. Device history record and retained samples cannot be checked. Inspections and tests in manufacturing area: these are the inspections performed during manufacturing process for connectors: during molding process: visual inspections for connectors are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc) according to ph-300. Critical to quality dimensions of all connector components are measured to check if the dimensions are within tolerance (ph-300). Luer cone and luer thread diameter are checked every 8 hours and at the beginning of the lot and after a machine stop. Tip luer cone diameter is verified at the beginning of the lot and after a machine stop with a caliber. Assembly process: according to ph-303 it is checked the correct welding and position of the membrane, the absence of dirt and the well assembly of the cap. The correct welding of the membrane is doing according to (B)(4). Finally, leakage test is performed in the quality lab to ensure the quality and functionality of the membrane according to (B)(4). Root cause description - based on the information received, it no possible to perform a thorough investigation as no material/lot/picture/sample are available. Device history record and retained samples cannot be checked.

Event description:
It was reported that when using an unknown bd phaseal¿ while administering cytarabine, a chemotherapy medication, leakage was found at the connector due to a crack on the tip. At the end of the procedure after rinsing with 2 cc a ¿few drops¿ of the product ended up on the face. There was no medical intervention reported.